Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been experiencing elevated blood glucose (bg) levels ranging from 250 mg/dl to above 500 mg/dl. The customer attempted to address the issue via bolus and manual injections, but ultimately resolved the bg by using an alternate pump. The customer alleged that the cause of the high bgs is that "the pump is broken." Reportedly, the customer was using insulin from previous cartridges to perform new loads. The customer was educated on cartridge labeling.